Manufacturer narrative:
(B)(4). Please note that the reporter's name, phone number, and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the handpiece device did not work properly as it would only rotate in one direction. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the bearing was not functioning and was defective. It was noted that the handpiece was only rotating in one direction, and most of the basic components were worn out. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, cannulation, and function of all modes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.